Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call, tac was going to help determine which device was causing the reported error code. However, the customer did not have access to another light source to test against. He noted that all cases were done for the day, and he would call back. Tac followed up with the customer, and he confirmed that he did test against a different light source device and the same scopes had the same error code. The customer was convinced that the light source was not the issue, the scopes were. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was displaying a b30 scope communication error with multiple different 190 series scopes. According to the initial reporter, this event did not take place during a procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to a failure of the combined scope. Olympus will continue to monitor field performance for this device.